Event description:
It was reported that the lead dislodged due to twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
Bed exit allegedly not working. No injury to anyone.